Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was over-sensing noise due to electromagnetic interference (emi). The patient was asymptomatic. No changes were made and there were no consequences tot he patient.

Event description:
Additional information received indicated the implantable cardioverter defibrillator (ICD) was reprogrammed and the patient was in stable condition.

Event description:
Additional information indicated there was additional noise being over-sensed by the implantable cardioverter defibrillator (ICD). The patient was asymptomatic. No changes were made and there were no consequences to the patient.